Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a bilateral orthopedic salvage procedure on an unknown date with competitor product. Subsequently, the patient underwent a revision on (B)(6) 2013, a biomet compress spindle adaptor was used to mate a competitor rephyipsis due to a failed allograft prosthetic. Patient underwent a left side revision procedure on (B)(6) 2015 due to a fractured anchor plug. The plug was removed and a custom stem and screws were implanted. Patient underwent a further revision procedure on the right side on (B)(6) 2014 due to a failed compress spindle.

Event description:
It was reported that patient was initially implanted on an unknown date with unknown product. Subsequently, the patient underwent a revision on (B)(6) 2013, with an adaptor to mate a compress spindle to a wright medical rephyipsis due to a failed allograft prosthetic. Subsequently, the patient underwent a further revision on (B)(6) 2014 on the right side due to a failed compress spindle connected to compassionate use of cps to rephiphysis adapter. A custom stem and transverse screw holes has been requested. It was further reported that the patient is expected to be revised on the left side due to a failed anchor plug and a custom stem is being requested for this procedure on an unknown date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure. The surgeon is to be familiar with the device, the method of application and the surgical procedure prior to performing surgery. The surgeon must select a type or types of internal fixation devices appropriate for treatment." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015- 00508 / 00509).